Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the portex oxygen/aerosol tracheostomy mask, the customer noticed that the snap button had came off. No patient injury or complications were reported in relation to this event.